Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was digging under the patient's left armpit and that it created a bedsore she was uncomfortable with. The patient reportedly had to be laying on that side which caused the discomfort. It was reported that someone had been putting something on the irritation at the facility where the patient was currently at. It is unknown what was being applied to the patient's skin and who was applying it. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.